Event description:
It was reported that the patient experienced a hypoglycemic event with a reported lowest blood glucose value of 61 mg/dl and no associated symptoms. The patient self-treated with two administrations of 15 grams of oral carbohydrates prior to contacting customer care. Blood glucose subsequently increased to 87 mg/dl via fingerstick measurement, and no additional treatment was required. Outcomes included self-treatment with oral glucose and stabilization of blood glucose without emergency medical services or hospitalization. Investigation included communication with the patient and review of the information provided. Investigation of this case identified no medical device malfunction or component failure in relation to the hypoglycemic event. It was concluded that no specific device problem was identified. If additional information becomes available, a supplemental MDR will be submitted.